Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported having high blood glucose over 543mg/dl, and the insulin pump was not functioning. The customer believes the piston seems to not be moving, and it is not pushing insulin. During the call, the customer mentioned that he had an urgent care due to high blood glucose. The customer stated that they ran different tests, and they did not found any infections or health issues. No further information was provided.